Event description:
Customer reported the alarms intermittently. When the alarm is in one position it sounds as it should, but when it is in a different position, it does not sound. Customer reported this was discovered during set up while caregiver is still at bedside but could not provide a date. No physical damages seen on the alarm unit. No patient incident or injury reported.

Manufacturer narrative:
Product has been requested to be returned, but has not been received. This report is made based solely on the customer's reported issue. Note: instructions for use state: do not use the posey sitter ii if the audible alarm does not sound or the pager is not activated upon bed exit. (B)(4).